Event description:
Additional information: it was reported that the patient passed away on (B)(6) 2020 while on hospice care, ultimately due to a driveline phase-to-phase short.

Manufacturer narrative:
Patient death was previously reported under manufacturer's report # 2916596-2023-04932. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2012. The report of pump off alarms was confirmed through the analysis of the submitted log file; however, a specific cause for the pump stop events could not be conclusively determined through this evaluation. Furthermore, a direct relationship between the device and the reported subtherapeutic inr, ventricular tachycardia (vt), vascular dementia, and chronic kidney disease (ckd) could not be conclusively determined. The submitted system controller log file captured several pump stop events occurring on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. These low speed pump stop events were accompanied by low speed hazard alarms and low flow hazard alarms and occurred while the patient was supported by battery power and the power module. These pump stop events and the accompanied alarms appeared to be consistent with a potential driveline wire compromise. The patient remains ongoing on vad support. Multiple requests for additional information were sent to the customer; however, no additional information was received. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) patient care and management section covers wear and tear to the driveline. The hmii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The hmii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. Cardiac arrhythmia and renal failure are listed in the hmii lvas IFU as adverse events that may be associated with the use of the hmii lvas. The patient care and management section of the hmii lvas IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump off alarms was confirmed through the analysis of the submitted log file. Although a specific cause for the pump stop events could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt), chronic kidney disease (ckd), subtherapeutic international normalized ratio (inr), and vascular dementia could not be conclusively determined through this evaluation. The submitted system controller log file captured several pump stop events on (B)(6) 2020, while the system was supported by both battery power and the power module. No other notable events or alarms were observed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and the hmii lvas patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including cardiac arrhythmia, renal failure, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication. This section, under "anticoagulation", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient failed milrinone due to developing ventricular tachycardia (vt). He remains inpatient due to subtherapeutic inr. Pump off alarms were observed while utilizing an ungrounded power module patient cable. He is not a pump exchange candidate due to age, vascular dementia, and chronic kidney disease (ckd). No further alarms have been observed while inpatient.